Event description:
Reportedly, during interrogation, noise was recorded in the aida egm, with a pattern typical of mv oversensing, with fast v detections at 125 ms. The physician suspected an issue with the lead or the connector and made some maneuvers by moving the arms of the patient and the chest area, but they didn't reproduce the noise. While hospitalized, the physician reported that the same noise was seen again in aida memories in the following days , with the patient in the hospital. Reportedly, a lead or connection issue was suspected. Re-intervention occured and the physician proceed to screw the lead correctly. He requested an explanation regarding the correlation between improper connection and mv signal oversensing.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Reportedly, during interrogation, noise was recorded in the aida egm, with a pattern typical of mv oversensing, with fast v detections at 125 ms. The physician suspected an issue with the lead or the connector and made some maneuvers by moving the arms of the patient and the chest area, but they didn't reproduce the noise. While hospitalized, the physician reported that the same noise was seen again in aida memories in the following days , with the patient in the hospital. Reportedly, a lead or connection issue was suspected. Re-intervention occured and the physician proceed to screw the lead correctly. He requested an explanation regarding the correlation between improper connection and mv signal oversensing.